Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments as the touchscreen of the programmer was out of calibration and required to be re-seated. It was also noted that the cordbay latches were broken. The company logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a misalignment of the stylus and screen of the programmer. The programmer was returned for service. There was no patient involvement.